Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed, 3.0x15mm, eccentric, lesion being treated contained a less than 45 degree bend and was located in the mildly tortuous, moderately calcified circumflex (cx) to mid left main (lm). An unknown size promus element stent was placed in the left cx. A 3.0x24 promus element plus stent was successfully deployed from the left cx into the mid lm, inflated to 16atm. The 6 fr cls 3.5 mach 1 guide catheter interacted with the proximal edge of the 3.0x24mm stent and "crushed it and deformed it", pushing it distally. The rest of the stent did not move. The deformation was approximately 3mm. A 3.5x12mm non-bsc stent was placed over the area. And post dilated with a 3.5mm non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination productdevice evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).